Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was between 50 mg/dl to 60 mg/dl for low blood glucose and over 300 mg/dl for high blood glucose. The customer¿s current blood glucose value was 147 mg/dl. The customer did not experienced any symptoms of low or high blood glucose value. The customer treated low blood glucose value with food and treated high blood glucose with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.